Event description:
It was reported that the bd safetyglide¿ needle clogged. The following information was provided by the initial reporter: the customer complaint was received due to the failure mode of 'needle blocked'.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were corrected: d10: device available for eval no. D10: returned to manufacturer on: na. H6: investigation summary; it was reported the needle was blocked. As a sample was not received, a thorough sample investigation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no plastic shield. The needle shown in the photo appears to have a different configuration than sku 305922. No other information could be obtained from the photo. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and with no physical sample analysis a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that the bd safetyglide¿ needle clogged. The following information was provided by the initial reporter: the customer complaint was received due to the failure mode of 'needle blocked'.